Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the clinic noted noise oversensing on the right atrial (ra) channel and contacted technical services (ts) for troubleshooting assistance. It was noted that the pacemaker is implanted on the right pectoral side due to extraction of the old left system. Inappropriately stored atrial tachy response (atr) episodes were observed due to myopotentials oversensing. Pectoral myopotentials oversensing was also observed on the ra channel. The ra sensing was in unipolar. The physician changed the configuration to bipolar and no more oversensing was visible. Additional information was received that the patient underwent a radio frequency procedure with the device pacing and sensing only in the ventricle at 40 bpm mode. Post procedure the ra sensing was observed to go to nominal, unipolar switching the device from back to dual chamber pacing and sensing. Myopotential oversensing appeared with patient movements. The physician programmed the ra sensing back to bipolar. All the parameters were in normal range. No adverse patient effects were reported and the pacemaker remains in service.